Event description:
A customer reported that the system stopped working during surgery. The event occurred during a planned vitreoretinal procedure to treat a detached retina. The pt's eye collapsed and the surgeon manually "inflated" the eye. Additional information was received form the surgeon indicating the event resolved without treatment. The procedure completed was a vitrectomy, cryopexy and gas to repair a preexisting retinal detachment.

Manufacturer narrative:
The company representative examined the system and was unable to replicate the reported event. The system was then tested and met product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, the steps could not be taken to replicate or confirm the reported event. A review of the system's event log shows that the system message (sm) "red stop sign" occurred on (B)(4), 2011. The user was performing the fluid/air exchange (fax) slew down process when the message appeared. As a risk mitigation measure, the system generates a message requiring the system to be reset. During this process, the system provides back-up infusion of bss at 30 mmhg to maintain eye pressure during the process, which is the default infusion/irrigation safe state. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. Based upon a review of the event log, the root cause for the reported sm (red stop sign) was rapid, multiple clicks on the footswitch buttons mapped to "slew commands". This sm was displayed when the system was unable to resolve the commands provided through the footswitch. An internal investigation has been opened to address this issue. Alcon will continue to monitor data for evidence of adverse trending and take further action, as appropriate. (B)(4).